Event description:
It was reported that approximately 66 months post implant of a bifurcated device, a proximal endoleak was identified. The physician brought the patient back on (B)(6) 2014 for a secondary intervention and implanted a suprarenal aortic extension, which resolved the endoleak. The patient was reported to be in good condition.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and adequate imaging studies were available for this review. Product use that was incongruent with the IFU included the right iliac artery diameter was greater than 2.3 cm. Cautionary conditions for product use which might have contributed to this event included a patent inferior mesenteric and multiple lumbar arteries. The patient's medical history and the longevity of the device might have contributed to this event in the form of disease progression. At sixty-three months post implant, there was substantiated evidence of: a partial stent collapse just above the bifurcation, which was erroneously diagnosed as an endoleak; a type ii endoleak from the ima; a type ia endoleak. The secondary procedure of a suprarenal stent was confirmed, which resolved the endoleak. However, there might have been evidence of a persistent type ii endoleak post the intervention. Three weeks post the event, the type ia endoleak remained resolved, and the sac remained stable, although there might have been evidence of a persistent type ii anterior endoleak. The final disposition of the patient could not be established due to lack of information, however it was reported that the patient was in good condition. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.